Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a lead impedance out of range alert.

Event description:
It was reported that the patient received several shocks due to rv (right ventricular) lead fracture, with many short v-v intervals noted. The lv (left ventricular) lead was also confirmed to be fractured. The leads were explanted, with a replacement planned for an unknown future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).